Event description:
Complaint received from user facility report number 363305000-2006-8008. Report states ¿PICC line with 3 extension ports. When nurse tried to use one of the three ports, she noticed the port was leaking. This leaking port had cracked and broke off.¿ threre was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.